Event description:
It was reported that a study patient underwent an acdf procedure at c5/c6 - c6/c7. Approximately 7 years post-op, the patient complained of residual dysphagia due to a screw in the c7 vertebral body that was slightly protruding. It was also reported that "this has remained stable in the last few years" and fusion occurred for the patient. No treatment was provided and no other patient complications were reported.

Manufacturer narrative:
(B)(4) -(dysphagia). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.